Event description:
The rptr did a meter/hcp meter comparision,side by side, and results were 185 mg/dl (ss) and 121 mg/dl (other meter). No symptoms were reported. During troubleshooting, the rpt did not have needed supplies for control testing.